Event description:
It was reported that exposed wires were observed where the power cord connects with the power plug. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. Visual inspection confirmed that a wire from the power cord had pulled away from the power plug assembly. The cause of the damage is unk, but may be the result of mishandling when the unit is unplugged from the wall outlet. The unit was repaired and returned to use.